Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included salpingectomy (2013 for ectopic) in 2013, morbid obesity, diarrhea, anxiety, depression, bronchitis and bronchitis. Current weight 203 lbs. Concurrent conditions included pelvic pain female, urinary frequency, vulval irritation, pre-eclampsia and urinary frequency. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), mood altered ("hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vagina pain") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia, metrorrhagia, weight increased, fatigue, nausea, migraine, headache, mood altered, vaginal infection, female sexual dysfunction and vaginal discharge outcome was unknown and the menorrhagia, vaginal haemorrhage, vulvovaginal pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, metrorrhagia, migraine, mood altered, nausea, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: vaginal bleeding, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr was received. New events abnormal bleeding (vaginal), vaginal infection, apareunia, vaginal discharge, vaginal pain, lower abdomen pain were added. Previously added hormonal changes updated with mood changes. New reporter was added. Patient demographic was added. Medical history and concomitant conditions were added. Outcome was added. Event onset dates were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, weight increased, fatigue, nausea, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, metrorrhagia, weight gain, fatigue, nausea, migraine, headaches, hormonal changes. Reporter information, essure removal date, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.